Event description:
The lens did not insert correctly into the pt 's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00257 for intraocular lens used with the delivery device.